Event description:
A medical center in (B)(6) reported to fisher & paykel healthcare's (fph) customer care specialist in our (B)(4) office that the "hood" of an iw910jeu mobile infant warmer was cracked. This was found during pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the warmer head of the iw910jeu infant warmer was returned to fph head office in (B)(4) and inspected for the reported cracks. To further assist in our analysis, fph also requested specific details of the type of cleaning solutions routinely used by the hospital to clean and disinfect the surfaces of the infant warmer. Results: inspection of the warmer head revealed cracks and slight crazing at the upper portion. The medical center advised that ecolab neutral disinfectant, which contains ammonium chloride, was being used to clean the surfaces of the infant warmer. The plastic surfaces of the infant warmer contain polycarbonate material, which is know to have poor chemical resistance to aromatic hydrocarbons, ammonia, amines and aqueous alkaline solutions. Conclusion: the mobile infant warmer is susceptible to impact damage particularly if it is transported from one room to another or if the head is swiveled. The damage observed suggests that the returned warmer head sustained some form of impact. It is also possible for the residues of the cleaning solution used contributed to the weakening of the polycarbonate plastic material over time. No pt consequence occurred as a result of this event. A replacement warmer head casing has since been fitted on the said infant warmer unit and the device returned to service.